Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 08/16/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the isolation beak of the rigid endoscope sheath was broken. There were no reports of patient involvement.